Event description:
The customer contact reported multiple s321 (motor error-pmc, left) malfunction alarm codes were noted. The pump was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility multiple s321 malfunction alarm codes were noted. No additional info was provided.

Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.